Event description:
It was reported that during a da vinci si hysterectomy with bilateral salpingoophorectomy procedure, arcing from a hole in the mcs tip cover accessory installed on the monopolar curved scissors(mcs) instrument occurred. No patient harm or adverse outcome was reported.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. However, the mcs instrument used in conjunction with the tip cover was returned for evaluation and engineering observation found no evidence of arcing. A follow-up MDR will be submitted if the tip cover is returned (post engineering evaluation) or if additional information is received.